Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. Treatment rendered for the event was not reported. At the time of this report, the patient outcome was not reported. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient had an unspecified break in aseptic technique during the peritoneal dialysis (pd) procedure. Subsequently, the patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with an unknown antibiotic, intraperitoneally (dose and frequency was not reported). On an unreported date, the patient was retrained on aseptic technique. Eight days after being admitted, the patient was discharged from the hospital. The patient recovered from the event. At the time of this report, dianeal therapy was ongoing.should additional relevant information become available, a supplemental report will be submitted.